Event description:
It was reported that the patient had a brief alarm over the weekend that the cause could not be determined. The interrogation in clinic did not show any alarms. It was later noted that the patient had a power cable disconnect alarm in clinic. The ventricular assist device (vad) coordinator cleaned the batteries and battery clips which resolved the alarms. The patient had a prior issue with the bend relief of the white power cable (2916596-2025-06333). The controller was scheduled to be exchanged on 12may2026 because the light behind one of the green arrows was out. The log files were submitted for review showed the mechanical circulatory support (mcs) equipment was operating as intended. The controller was exchanged due to the missing light and the damaged bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.